Event description:
During the robotic partial nephrectomy, the fortec medical ultrasound probe malfunctioned and was unusable. Fortec medical representative was present through the whole case, attempted to troubleshoot but was unsuccessful. There were no other probes available since it was the only probe the representative brought. Surgeon proceeded with case without probe.

Event description:
During the robotic partial nephrectomy, the fortec medical ultrasound probe malfunctioned and was unusable. Fortec medical representative was present through the whole case, attempted to troubleshoot but was unsuccessful. There were no other probes available since it was the only probe the representative brought. Surgeon proceeded with case without probe.